Manufacturer narrative:
(B)(4). Estimated date of event. UDI#: in the absence of reported part number, UDI cannot be calculated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint database history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment complaint before use for the trek balloon dilatation catheters (bdc), resistance was felt during removal of the protective sheaths. The devices were not used and there was no patient involvement. New trek bdcs were used to complete the procedures and there was no clinically significant delay in the procedures. The site could not remember the number of incidents or number of devices. The number of incidents or devices could not be recalled by the facility reporter. No additional information was provided.